Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The event/difficulty was asked, but unknown. It was reported the pump and catheter were explanted (explant dates asked, but unknown) and were discarded, would not be returned. It was further reported the pump was explanted sometime in 2011 and they did not know when. It was explanted because the parent¿s saw no benefits. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.